Event description:
It was reported that the programmer was not able to interrogate implantable cardiac devices. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector was defective, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the lower case was damaged. (B)(4).